Event description:
"Slow flow" during patient use. The device contained 3780mg of 5fu and normal saline for a total fill volume of 240ml. No patient injury reported. Additional information received from baxter states the total infusion time was 7 hours, therefore making this a report of overinfusion. No patient injury reported.

Manufacturer narrative:
The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow up report. A review of the product-reporting database revealed no similar reports have been received for lot #05a007. A batch review has been requested for lot #05a007. This product is MFR for distribution outside of the us and is being reported due to it being the same as or similar to product distributed in the us.